Event description:
Event description guidant received information that this implantable cardioverter defibrillator (ICD) didn't meet longevity expectations. The device was explanted and a new device was successfully implanted. The device was returned for analysis.